Event description:
The customer contacted stryker to report that their device did not power on when the lid of the device was opened during a patient event. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. The customer advised that a second vehicle was dispatched and used their defibrillator. The patient did not survive.

Manufacturer narrative:
When stryker evaluated the customer's device, no malfunction was found. It was noted that the battery returned with the device was depleted. The device was able to power on with a known good battery. A review of the device's electronic log files did not have an indication that a device malfunction occurred. The device stopped logging data between (B)(6) 2025 and (B)(6) 2025. At this point, the device¿s readiness indicator stopped flashing every six seconds; to inform users that the device was "not ready for use" and needs attention. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was due to a depleted battery. While the battery is the cause of the issue, it is noted that the operating instructions instruct the user that "device readiness" should be verified at least once each month. Since the date of event was on may 11, 2025, the user would likely have been alerted if the operating instructions were followed.

Event description:
The customer contacted stryker to report that their device did not power on when the lid of the device was opened during a patient event. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. The customer advised that a second vehicle was dispatched and used their defibrillator. The patient did not survive.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. A clinical review of the event was performed and determined that it is unknown if the device use contributed to the patient outcome. This was due to insufficient data within the file to determine the impact of the device use. Stryker evaluated the customer's device and verified the reported issue. Stryker observed that the battery was depleted. A new battery was installed and then after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
The customer provided patient information. Section a has been updated as applicable.

Event description:
The customer contacted stryker to report that their device did not power on when the lid of the device was opened during a patient event. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. The customer advised that a second vehicle was dispatched and used their defibrillator. The patient did not survive.

Manufacturer narrative:
Stryker performed another clinical review of the reported event and determined that the device use did not contribute to the patient outcome. This was based on the following: the patient¿s last known well time was 10 minutes prior to the family finding him in cardiac arrest. The customer stated CPR was not performed until emergency services arrived, and it is unknown how long it took for emergency services to arrive. Therefore, the amount of time the patient was in cardiac arrest without CPR administration is unknown. Every minute a patient goes without defibrillation (if needed) and CPR decreases his/her chance of survival by 10%. Based on this information it is likely that device use did not contribute to the patient¿s overall outcome.

Event description:
The customer contacted stryker to report that their device did not power on when the lid of the device was opened during a patient event. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. The customer advised that a second vehicle was dispatched and used their defibrillator. The patient did not survive.